Event description:
When results go from the galileo instrument to the laboratory information system (lis), questionable reactions have been observed for the weak d assay. Galileo software release 20060220-sp8.1 contained a change to the weak d assay (weak_d, weak_d_f) in which the pipetting order of the anti-d reagent and the monoclonal control was reversed. Because of this change, the order of the well reactions as it pertains to the exporting of the assay results is also reversed. This contradicts the information contained in the galileo interface specifications provided to lis vendors. The lis interface table does not reflect the new layout. The lis vendor used by the complainant uses the well results to populate fields from which a truth table makes the final test interpretation, rather than using the interpretation exported by the galileo. The change causes the anti-d results to populate the rh control field and the rh control results to populate the anti-d field. This can cause an interpretation to be either false positive or false negative.